Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer reported bent cannula on two occasions. It was also reported that the quick set would not stay connected. The customer reported that they inserted the infusion set one day and the next day her blood glucose level went up to 400 mg/dl and they realized that the quick release was not connected and could not get it to stay on. The customer replaced the set and gave themselves a shot. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that infusion set cannula was bent like a triangle. Also, the customer reported issues with scarred tissue, hardened tissue and stretch marks. The insulin pump will not be returned for analysis.